Event description:
Pt reported, the infusion device check button works intermittently. Check button will occasionally stick when pt tried to bolus, and the button ends up being pressed twice. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. Infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.